Event description:
It was reported that the pump began burning/melting. Reportedly, the pump was charging during the event. There was no adverse impact to the customer¿s blood glucose value. The customer continued to use the pump for insulin therapy.